Manufacturer narrative:
The reported event for ipg pocket discomfort was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention occurred during which the ipg was explanted to address the issue.